Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found the following: a) due to damage on charged coupled device unit, the monitor shows a black screen with no image, b) due to damage on charged coupled device unit, b30 and e216 errors (scope communication error) occurred, c) bending section cover or distal sheath has a scratch, d) adhesive on bending section cover or distal sheath has a chip, e) due to wear of forceps elevator, lock engagement lever (surgical products), f) bending section cannot be fixed firmly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the endoeye flex deflectable videoscope displayed an e226 scope communication error message. The procedure was completed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was noted to be previously repaired in december 2022. Although a definitive root cause of the defect could not be identified, it was determined that stress of repeated use, external factors or handling may have caused failure of the parts mounted on the electrical circuit board such as the ic chip and capacitor, which resulted in the reported event. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.